Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove either the battery cap or cartridge cap from the pump case. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/28/2015 with the following findings: the battery compartment was observed to be cracked in the thread area above the grip pad. The threads of the returned battery cap were observed to be stripped. The aforementioned device failures directly contributed to the reported issue. The returned battery cap was unable to secure to a test pump case per the instructions for use (IFU): the reported issue was duplicated. The battery cap contact height measurements were found to be above the upper specification limit. The following findings are unrelated to the reported issue: the display screen visual was observed to be dim and discolored due to an unidentified display failure. A second battery compartment crack was found below the grip pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.